Event description:
It was reported that the procedure was to treat an 85% stenosed, moderately calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed using a 2.0x08mm unspecified balloon dilatation catheter (bdc). The 3.0x15mm xience v stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of another xience v stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience v (IFU) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.